Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history does not show any evidence of power issues or rebooting. There was no physical damage to the battery cap or compartment. The battery cap fastened securely to the pump, and the cap was found to be in specifications. The pump was exercised for 24 hours and no power issues or alarms occurred. The pump was opened and no internal damage was found. The complaint could not be confirmed or duplicated.